Event description:
It was reported that during a therapeutic stone retrieval procedure the doctor had the basket around the stone and the basket detached at the second weld point, about 6 inches down the shaft from the basket. The doctor tried to retrieve the basket but couldn't, so left the basket in the pt, lasered the stone, placed a stent and ended the procedure. The doctor brought the pt back about ten days later and advanced a rigid dilator to the bottom of the basket. Then he retrieved the basket with another gemini basket. The pt was fine after the procedure. The pt was also fine during the stenting period.